Manufacturer narrative:
The unsealed tray was returned to abbott medical optics before forwarding to MFR site for evaluation. Upon visual inspection, both sides of the tray revealed the seal was partially lifted. There was a slight dampness to the tray lid. A device history record review revealed the tubing pack lot number ch01257 does not have any comment, observation or deviation related to the complaint reported. Based on our records, this is the first complaint rec'd reporting sterility issues at the mfg site for the lot. The sterilization process documents were verified and the cycle had no deviations that could affect the sterility assurance level of product. The product was processed according to amo requirements and the cycle showed no process alarms. As a result, all products were released within specification. The investigation is in process. A supplemental MDR will be filed when add'l reportable info becomes accessible.

Event description:
A distributor reported that during product inspection one phaco tubing pack was observed to have two of four corners were partially unsealed at the tray lid. An unsealed tray can compromise sterility therefore the product was returned to the MFR.